Event description:
It was reported that during an endovascular procedure for left mca middle cerebral artery stenosis case, the operator used the subject guidewire to bring microcatheter to super select and found the subject guidewire could not be advanced in microcatheter. Withdrew the subject guidewire and microcatheter and found the distal tip of subject guidewire fractured inside microcatheter. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire was returned in two fragments (182.5cm proximal fragment and 15.3cm distal fragment). The proximal fragment was inspected and was noted to be broken along the nitinol tubing with the core wire exposed. The distal fragment was inspected, and the nitinol tubing was seen to be broken and the core wire and platinum wire were exposed. The core wire distal end was observed through the distal tip dome. Functional inspection of guidewire difficult to advance, could not be performed due to damage the reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomaly noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the device was used in a left middle cerebral artery mca stenosis case, the patient's anatomy was not tortuous, a microcatheter was used with the subject guidewire, the guidewire tip had a small j shape, the microcatheter performed as intended, and the same microcatheter was used to finish the procedure. The guidewire was returned in two fragments (182.5cm proximal fragment and 15.3cm distal fragment). During visual inspection, the nitinol tubing was noted to be broken/fractured on the proximal and distal fragments with the core wire exposed. No other anomalies were noted to the returned device. Based on the analysis and information provided, it is probable that the guidewire fractured due to being advanced against resistance in the microcatheter. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'guidewire distal tip broken/fractured during use' as well as the as reported 'guidewire difficult to advance' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during an endovascular procedure for left mca middle cerebral artery stenosis case, the operator used the subject guidewire to bring microcatheter to super select and found the subject guidewire could not be advanced in microcatheter. Withdrew the subject guidewire and microcatheter and found the distal tip of subject guidewire fractured inside microcatheter. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.